Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 338 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The sensor glucose went down to below 40 mg/dl and blood glucose was around the 110 mg/dl to 120 mg/dl range and it would not accept the calibration and got two calibrations not accepted errors and change sensor. This morning the sensor glucose was 159 mg/dl and blood glucose was 166 mg/dl. Blood glucose value from reported event was 92 mg/dl and sensor glucose value from reported event was 63 mg/dl. Right around noon time this difference between blood glucose and sensor glucose started happening. The current blood glucose was 81 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer received a change sensor alert after a calibration not accepted. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl and 63 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Customer will monitor pump and sensor and advised the customer that the sensor may be responding to changes in his glucose. The device will not be returned for analysis.